Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparascopic pancreatectomy procedure, upon introducing device through a 12.5mm reusable wolfe trocar there was a noticeble resistance. Device was fired without incident. As device was removed, difficulty was once again noted. Visual inspection revealed that the plastic sheath covering the articulation joint was damaged and a piece missing. Piece of sheath was retireved from patient with gasper. Device was exchanged and a disposable trocar was used all other firings which did not produce any other events. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).batch # p5682p. The analysis found that the pse45a device was received with the joint cover detached and with no cartridge reload present. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. In addition, the battery pack was not received. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.